Event description:
It was reported that shaft break occurred. The 85% stenosed, 20mmx.5mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation; however, the balloon delivery shaft was fractured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 67.5cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 85% stenosed, 20mmx.5mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation; however, the balloon delivery shaft was fractured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.